Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion and removed. During an attempt to insert the device a second time, and while it was outside the patient, the device separated at the lapjoint. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion and removed. During an attempt to insert the device a second time, and while it was outside the patient, the device separated at the lapjoint. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached in the lapjoint section and was not returned for analysis. Microscopic inspection noted noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.